Event description:
During aaa repair in late 2007, the top cap would not deploy. It would deploy half way and then get hung up. The black trigger wire was out and the white trigger wire was still in place. The physician tried to resheath it, tried to pull back, and tried to twist the cannula a little. These did not work, so the physician also tried using a softer and then a stiffer wire. The pt anatomy was not angulated or have anything out of the ordinary. The physician then did a left brachial approach with a snare and snared the top cap. He was pulling while the fellow pushed from below. The physician finally yanked the top cap free, but then the snare slipped down and got caught in the barbs of the suprarenal stent. The physician then yanked the snare and got it out. The pt did well. No endoleaks were present. The second 2 stent (where the white trigger wire would hook into the graft) is where the snare caught and the 2 is deformed and prolapsed distally into the aorta. The physician then deployed another MFR's stent graft inside the renu device, but this was preplanned due to the pt's short aortic neck.

Manufacturer narrative:
Eval: still under investigation.